Manufacturer narrative:
The insulin pump was with cracked end cap. Unable to test for basic occlusion test, prime test, excessive no delivery test and occlusion test due to cracked end cap. The insulin pump had battery tube threads cracked, broken reservoir tube lip, cracked lcd window, cracked case at display window corners and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the bottom piece of the insulin pump was falling off. Customer's blood glucose was over 300 mg/dl. The customer stated they have been controlling their blood glucose with manual injections. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.